Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported seeing the poor communication screen on the patient programmer (pp), and were experiencing poor communication with the antenna attached. Once the antenna was removed the issue was resolved. The consumer further reported that since (B)(6) 2017 they experienced a loss of therapy and had been urinating more. When asked if there was any emi exposure the consumer stated they had a colonoscopy done last thursday, but they didn¿t need to remove anything. Troubleshooting was performed determining stimulation was currently at 3.2 volts and on. Following this stimulation was turned up to 3.8 volts allowing the consumer to feel stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.